Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a red particle was observed embedded in the wall of the tubing of two (2) small volume intermates. This was identified prior to use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H4: the lot was manufactured from december 6, 2019 - december 9, 2019. Two actual devices were received for evaluation. During visual inspection, a reddish-brown particle was observed embedded in the tubing of one sample and a clear particle was embedded in the tubing of the second sample. Both particles were outside of the fluid path. The particles were identified as polyvinyl chloride (pvc) using fourier transform infrared (ftir) spectroscopy. Pvc is the raw material of the tubing line. The size of the particles was within specification for the product; therefore, the reported condition was not verified. The devices were found to be conforming product. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.